Event description:
The following has been reported: biomed reported: red service needed error upon booting. Screen scrambles while booting but returns to normal. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a screen distortion during startup. This distortion was consistently reproduced and a result of an electrical short from a pinched fva motor wire. No additional damage was identified.